Manufacturer narrative:
New information from october 20, 2015 stated that settings were changed as recommended and the issue was solved. No further alerts have been received and everything was normal on the latest in clinic follow-up on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that post-paced t-wave over sensing was observed. Reprogramming was recommended. The patient's condition is stable.